Event description:
Caller states the patient tested 5.6 inr on the coaguchek system and 4.2 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.